Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with a bifurcated stent graft, two (2) infrarenal stent graft extensions and a limb stent graft extension to treat an abdominal aortic aneurysm (aaa). An additional limb stent graft extension was implanted approximately 8 months post initial procedure for a previously reported event. Now approximately four (4) years later, it was reported that the patient was presented with lower quadrant pain due to a type 3b endoleak. A secondary procedure was performed. The physician elected to implant an non-endologix stent (gore) to treat the reported event. As of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following events of a type 3b endoleak and a secondary procedure. Aslo there was an additional finding of a stent fracture. This event is mostly likely device due to the use of strata material. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Correction: conclusion code: remove code 11. Device code: remove code 1354.